Event description:
The account alleged the side rail will not stay in the latched position. No pt impact.

Manufacturer narrative:
The account found the side rail was broken. The account replaced the side rail to resolve the issue.